Event description:
It was reported that boston scientific technical services (ts) was contacted to review an atrial tachy response (atr) episode with possible noise on the right ventricular (rv) lead. Ts checked the presenting electrogram and discussed that the signal on the rv channel was odd-looking and cross-talk oversensing was occurring on the rv channel. Ts also noted chronic high thresholds. The device and leads remain in service. No adverse patient effects were reported.